Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen was damaged and showed visible vertical lines on the screen. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen was damaged and showed visible vertical lines on the screen. The field service engineer replaced all in one unit and resolved issues with wireless network setup and pyxinet configuration. Multiple hidden network card drivers were deleted, and ipv6 was disabled on both wireless and wired network cards. Network communication, touchscreen, and es software were tested successfully, and replaced the keyboard cover and tested the station all functions were confirmed to be operational. The system functioned as intended after the field service engineer resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the screen was damaged and showed visible vertical lines on the screen. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.